Event description:
Washout due to acute infection.

Manufacturer narrative:
V40 cocr lfit head 36mm/0, cat# 6260-9-136, lot# mlnthh was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.an evaluation of the device cannot be performed as the device was disposed at the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
An event regarding infection involving a trident 0 degree liner was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Washout due to acute infection.